Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while transporting a pt, the device intermittently lost power when the device was moved. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.